Event description:
It was reported that the system 9800's left monitor went extremely dark and anatomical markers could not be made out. The image was switched to the right monitor. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that he display adapter circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.